Manufacturer narrative:
The lead is currently not available for analysis. A conclusion regarding the clinical observation cannot be made at this time. There are currently no supplementary data available. The case is therefore closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that, about 44 months after implantation (end of (B)(6) 2018), a decrease in impedance was noticed and the lead was explanted. No event or explant dates were given.